Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an unknown procedure, one (1) screwdriver was dull and one (1) screwdriver tip could not properly grip the screws. There is no further information available. Concomitant devices reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) stardrive screwdriver shaft t4/42mm/self-retaining. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B5 d9 h3, h6: manufacturing location: supplier- (B)(4) / monument manufacturing date: 14-feb-2020 part number: 03.114.002, stardrive scrwdrvr shft/t4/ 42mm/self-retaining. Lot number: 19p4231 (non-sterile). Lot quantity: (B)(4). Thirteen pieces were scrapped in cell, laser mark, for illegible laser etch. Production order traveler met all inspection acceptance criteria apart from the thirteen pieces noted. Inspection sheet, met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance was reviewed and determined to be conforming. Inspection certificate was reviewed and determined to be conforming. Certification of analysis was reviewed and determined to be conforming. Certificate of compliance was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection that would contribute to this complaint condition. Device failure/defect identified? Yes: the device failure/defect of threads being stripped was identified during the investigation. Functional test: functional test cannot be performed as the device was received by itself. Although the stripped condition could have accounted for the unable to assemble condition. Dimensional inspection: dimensional analysis was not performed as relevant features are not able to be measured accurately at us customer quality (cq). Document/specification review: the following drawing, reflecting the manufactured and current revision, were reviewed. - screwdriver blade self- retaining/t4 stardrive(tm). During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A review of the manufacturing record evaluations was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint condition is confirmed for the screwdriver blade self- retaining/t4 stardrive(tm) (p/n 03.114.002 lot 19p4231) as a portion of the threads was observed to be stripped. While no definitive root cause could be determined, it is possible that the excessive torque/force was used during screw insertion, resulting in the stripped condition. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a procedure to treat fractured phalanges. The surgery was completed successfully with a five (5) minute delay.